Manufacturer narrative:
The electrode used during the procedure was not available from the customer for evaluation. (B)(4).

Event description:
A physician was trying to place a simplicity iii electrode and it broke due to excessive torquing. The broken piece had to be cut out of the patient.